Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Consumer reported that the patient end needle broke off during injection. She stated that when she removed the needle, she noticed that there was no needle attached. Consumer stated that she got nervous and became concerned, so she went to urgent care. She said she had x-rays done, but the needle was not located. Consumer also mentioned that she thinks the non patient end needle is broken as well. She said the needle appears to be shorter than it should be. The issue involves one pen needle. Consumer does not re-use. Lot #: 5189054, catalog #: 320574, date of event:(B)(6) 2026, samples: available: sending mail kit.